Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastric to the pancreas to treat a mildly necrotic large pseudocyst during an endosonographic procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient had massive bleeding, hemorrhagic shock, circulatory arrest, and multi-organ failure. In the physician's assessment, the axios stent triggered the bleeding. On (B)(6) 2024, the patient passed away. The clinical cause of the patient's death is mass bleeding after erosion of the lineal artery.

Manufacturer narrative:
Block h6: imdrf patient code e2006 captures the reportable event of lienal artery erosion. Imdrf patient code e0506 captures the reportable event of massive bleeding. Imdrf patient code e2336 captures the reportable event of hemorrhagic shock. Imdrf patient code e0602 captures the reportable event of circulatory arrest. Imdrf patient code e2342 captures the reportable event of multiple organ failure. Imdrf impact code f02 captures the reportable event of death.

Manufacturer narrative:
Blocks b5 and h6 (impact codes) have been updated with additional information received on may 13, 2024. Block h6: imdrf patient code e2006 captures the reportable event of lienal artery erosion. Imdrf patient code e0506 captures the reportable event of massive bleeding. Imdrf patient code e2336 captures the reportable event of hemorrhagic shock. Imdrf patient code e0602 captures the reportable event of circulatory arrest. Imdrf patient code e2342 captures the reportable event of multiple organ failure. Imdrf impact code f2306 captures the resuscitation performed to address the shock. Imdrf impact code f19 captures the surgical interventions to stop the bleeding. Imdrf impact code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastric to the pancreas to treat a mildly necrotic large pseudocyst during an endosonographic procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient had massive bleeding, hemorrhagic shock, circulatory arrest, and multi-organ failure. In the physician's assessment, the axios stent triggered the bleeding. On (B)(6) 2024, the patient passed away. The clinical cause of the patient's death is mass bleeding after erosion of the lineal artery. Additional information received on may 13, 2024: following the initial stabilization of the bleeding, a computed tomography (CT) scan was performed, which confirmed that there was no ongoing bleeding, and the patient's condition was stable. A decision was made to coil the patient at (B)(6) hospital; however, during the transfer, the patient experienced shock again. Subsequently, resuscitation was performed, and the patient was brought back to the original facility. Consequently, laparotomy and provisional hemostasis were done in the emergency room, and then the patient was taken to the operating room for definitive hemostasis. Despite the successful interventions, the patient was unable to be stabilized due to the protracted state of shock.